Manufacturer narrative:
Date sent to the FDA: 3/16/2021. Additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2004 and three (3) mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2005 during which the surgeon noted ¿adhesions scattered around and could easily see the recurrent hernia in the right lower quadrant. He noted that the failed mesh had gone up inside the hernia especially in one area.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.